Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 120mmh2o. The valve was hydrated for about 44 hours. The valve was visually inspected: no defects were noted. The valve was tested for programming. With programmer 82-3126 with serial number (B)(4), the valve passed the test. The valve was flushed. The valve passed the test no occlusion was noted. The valve was reflux tested. The valve passed the test. The valve was leak tested, no leaks were noted. The valve was dried. The valve was then pressure tested at 200mmh2o, the valve passed the test. No root cause could be determined, as the problem reported by the customer could not be duplicated. Review of the history device records confirmed the valve product code 82-3100, with lot ctgcb7, conformed to the specifications when released to stock in 30th june 2015. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
The device was implanted via v-p shunt to a patient with sah ((B)(6) male). Doi and the initial pressure setting are unknown. In (B)(6) 2016, the patient had urinary frequency, though other symptoms including ventricular enlargement were not noted. The surgeon tried to change the setting, but it could not be changed even after flashing or by a vpv programmer. On (B)(6) 2016, the device was replaced with the same new product, and the patient is currently being monitored. The setting of the removed valve was 150mmh2o. According to the surgeon, biological debris was stuck inside the removed device, which may be a possible cause of the event.

Manufacturer narrative:
Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 120mmh2o. The valve was hydrated for about 44 hours. The valve was visually inspected: no defects were noted. The valve was tested for programming. With programmer 82-3126 with serial number (B)(4), the valve passed the test. The valve was flushed. The valve passed the test no occlusion was noted. The valve was reflux tested. The valve passed the test. The valve was leak tested, no leaks were noted. The valve was dried. The valve was then pressure tested at 200mmh2o, the valve passed the test. Review of the history device records confirmed the valve product code 82-3100, with lot ctgcb7, conformed to the specifications when released to stock in 30th june 2015. No root cause could be determined, as the problem reported by the customer could not be duplicated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.